Event description:
The customer reported that the ortho provue analyzer interpreted a group o positive donor sample as group ab positive during donor unit verification testing. The customer indicated that there were no erroneous results reported. A false positive result may lead to the misclassification of a pt's abo group, with the potential for transfusion of abo incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) visited the customer site and performed reader camera adjustments, gripper to incubator and centrifuge adjustments, created a new reference image and performed diagnostic testing with acceptable results. Qc passed. Repairs have returned this instrument to expected operation. Ocd received faxed copies of the provue results for review. The customer's complaint was confirmed regarding the provue software interpretation and the faxed results. The provue interpreted the donor reactions as group ab positive. The info regarding the provue image results reported by the customer was discrepant. Ocd was unable to verify the customer's observations. The faxed results indicate that the sample was repeated on the same day, and the donor was typed as group o pos. Furthermore, the log files reviewed by ocd field engineer and second level support did not contain the necessary info required for further investigation. Therefore, add'l investigation could not be performed. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4)